Event description:
Customer reported a hyperglycemic event while wearing the insulin pump. Customer stated that she was on pain therapy and diabetic therapy and that there may have been a non-communication between the two doctors. She stated that she had been rejected from the hospital. She reported a symptom of double vision. The blood glucose reading was 400 mg/dl. She treated with manual injection. The emergency room staff advised customer to cut the intake of the pain medication in half. She stated that she was taking flexerol. Customer's husband was planning on taking customer to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.